Event description:
It was reported that a homechoice device experienced a system error 2367 (air in tubing) during peritoneal dialysis (pd) therapy during dwell cycle two. The technical services representative (tsr) advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.